Event description:
It was reported that this pacemaker showed red error message which indicated that device was cold during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement. Additional information from engineering analysis confirmed that the device has no resets and no faults. A fc1003 was not declared by the device. The device voltage tracks the temperature and at the present time it has recovered. The device was operating normally and cleared for implant. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture the updates on b5: describe event or problem. This observation no longer meets the definition of malfunction as it was confirmed that the voltage recovered and was cleared for implant. MDR=no report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed red error message which indicated that device was cold during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.